Event description:
It was reported that the customer had experienced high blood glucose levels. The customer had changed the infusion set, but the cannula was not bent. The customer's blood glucose was 27.9 mmol/l, which was not treated. Troubleshooting was performed and the device passed the self test. The customer's symptoms of high blood glucose were feeling tired and irritable. The customer had gone to pot luck. The drive support cap was recessed. There were tiny air bubbles in the tubing. Assistance was provided, manual priming was performed, and insulin did exit the tubing. No leak was found. All of the information was correctly programmed into the insulin pump. The high pressure test passed. In the alarm history there were low reservoir alerts present. The customer was advised that the device was functioning properly. They were advised to change the infusion set and the site of insertion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.